Manufacturer narrative:
A comprehensive investigation was immediately initiated on receipt of the complaint. The subject product was returned for evaluation but evaluation is still in progress. Upon completion of evaluation of the subject part, k2m inc. Will file a supplemental report indicating the findings.

Event description:
On (B)(6) 2017 it was reported to k2m, inc. That a surgery took place in which the tip of a denali mi torque indicating wrench sheared during final tightening and was left in the set screw inside the patient. Surgery took place (B)(6) 2017.

Manufacturer narrative:
A comprehensive investigation was immediately initiated on receipt of the complaint. A review of all applicable material, inspection, manufacturing, and distribution records according to the description of the product(s) used was conducted. All records revealed that all product(s) lots were manufactured within specifications and distributed in accordance with all operating procedures. The torque wrench was torque tested and determined to be out of specification up to +5 in*lbs; therefore, the torque wrench was most likely over-torqued.

Event description:
On 4.11.2017 it was reported to k2m, inc. That a surgery took place in which the tip of a denali mi torque indicating wrench sheared during final tightening and was left in the set screw inside the patient. Surgery took place (B)(6) 2017.